Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported during an abdominal aortic aneurysm repair procedure, the vascular surgeon introduced the flexor high-flex ansel guiding sheath(sheath and dilator). When the surgeon went to retrieve the dilator, the proximal part of the dilator disconnected. The vascular surgeon exchanged this flexor high-flex ansel guiding sheath out for another one with a different lot number. There were no problems with the new one. The patient was unharmed. No additional details have been received.

Manufacturer narrative:
A section of the device did not remain inside the patient's body. It was reported that more time had to be spent in the procedure as the user had to completely change the introducer. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Evaluation- one used flexor high-flex ansel guiding sheath was returned to assist with the evaluation. It was noted that the hub was separated from the dilator and biomatter was present. The dilator flare appeared to have been manufactured too small. This was likely caused by insufficient cooling during the flaring manufacturing process. The device history record was reviewed and noted four devices were detected to have been manufactured out of specifications. Measures have been previously initiated to address this non-conformance. A quality engineer risk assessment was conducted to evaluate the risk of this event. Based on the results of the analysis, further risk reduction is not required due to a low occurrence. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.